Manufacturer narrative:
The results of the investigation are inconclusive since the device is not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11886.related manufacturer reference number: 1627487-2019-11888.it was reported the patient was experiencing ineffective stimulation. On (B)(6) 2019, surgery took place to explant patient¿s left l4 lead and right l5 lead. The l4 lead was explanted and a new lead was implanted at s1. Reportedly, effective therapy was achieved post-operative.